Event description:
On 08/09/2024, it was reported by a facility representative via sems(B)(4) that an ar-9831 apollorf i90 was not functioning, the handpiece became hot. This occurred during a shoulder arthroscopy on (B)(6) 2024, where a new wand was opened to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation that the ar-9831 apollorf i90 was not functioning is confirmed. One unpackaged ar-9831 apollorf i90, aspirating ablator lot number: 15227405 was received for investigation. Visual inspection noted no apparent issues with the returned device, and the electrode did not have any signs of usage. Upon investigation, the following conclusions were drawn: there were no alarms present when the probe was plugged into the console. It was unable to confirm if the hand-piece became hot. Probe was evaluated for continuity testing and did not meet the requirements suggesting there was a short within the handle body. Upon opening, the handle body, it was observed to have a broken distal spring clip and discoloration of the middle-plate which could explain the loss of continuity. Next, the outer tube over-mold (close proximity to the broken spring clip) being higher resistance path, non-conductive material for electricity flow was evaluated. Ftir analysis suggested that the discoloration is from overmold material. The observations seem to support that the most-likely root cause for this failure mode is the broken spring clip within the handle body. The most likely cause for this broken spring clip would be between manufacturing defect either during assembly or raw component defect from supplier.